Event description:
A customer reported the adc device did not apply due to inserter not firing. As a result of being unable to monitor glucose levels, it was indicated that the customer was given unknown treatment by a healthcare professional. No additional details have been provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint. There was no indication that the product did not meet specification. Dhrs (device history review) for the freestyle libre sensor kit was reviewed and the dhrs showed the freestyle libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date the incident occurred is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted. This serves as a correction report. The medical device problem code for section h6 was incorrectly documented, and has been updated from 2993 adverse event without device or use problem to a050501-failure to fire.

Event description:
A customer reported the adc device did not apply due to inserter not firing. As a result of being unable to monitor glucose levels, it was indicated that the customer was given unknown treatment by a healthcare professional. No additional details have been provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint. There was no indication that the product did not meet specification. Dhrs (device history review) for the freestyle libre sensor kit was reviewed and the dhrs showed the freestyle libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date the incident occurred is unknown. All pertinent information available to abbott diabetes care has been submitted.